Event description:
Per independent repair center statement alleged the unit is low alarming with the sieve beds being saturated, manifold contaminated, sound box dirty and the cabinet is missing components.